Manufacturer narrative:
Section d6a: if implanted, give date: not applicable, the lens was not implanted. Section d6b: if explanted, give date: not applicable, the lens was not implanted. Hence, not explanted. Section e1: phone number: (B)(4). Section h3-other (81): the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was initially reported that after inserting the viscoelastic substance and screwing the plunger, it tore the lens capsule, making it unusable. The patient became aphakic in the left eye. Through follow ups, it was clarified that there was no capsule tear issue in the patient¿s eye and that the iol was not inserted. The intraocular lens (iol) tore during the cartridge assembly process, during handling/before insertion. The viscoelastic substance in sufficient quantity was used to prepare the device. There was no resistance at the time of delivery, upon advancing the plunger, it did not screw in, and the doctor observed under the microscope that the plunger passed directly through the iol and tore it. There was no patient contact with the lens or cartridge. As the iol torn inside the cartridge, it was not implanted. No pre-existing medical history issues such as weak zonules/anatomy issue reported with the patient. No surgical interventions required. The patient outcome not yet determined (temporarily impaired); another lens was to be implanted on the same day. No further information was provided.

Manufacturer narrative:
Additional information/corrected data: the device evaluation was updated as indicated below: device evaluation: visual inspection of the complaint simplicity reveal that the lens was stuck inside the cartridge. Ophthalmic viscoelastic device (ovd) was not observed to be disbursed evenly throughout the cartridge indicating that an insufficient amount of ovd may have contributed to the complaint issue. The lens module was observed to be broken, consistent with damage from the handpiece being disassembled improperly. The plunger rod was inspected, and no issues were observed while rotating the screw to advance the plunger. The lens was removed from the cartridge and observed to be broken into pieces with a haptic detached. Surface damage was also observed on the lens. Removing the lens from the cartridge may have contributed to the damage observed. No product deficiency or product malfunction was identified. All pertinent information available to johnson & johnson surgical vision, inc., has been submitted.

Manufacturer narrative:
Additional information: section d9: device available for evaluation: yes. Section d9: returned to manufacturer on: dec 4, 2023. Section h3: device evaluated by manufacturer: yes. Device evaluation: visual inspection of the complaint simplicity reveal that the lens was stuck inside the cartridge. Ophthalmic viscoelastic device (ovd) was not disbursed evenly throughout the cartridge indicating that an insufficient amount of ovd was used. The lens module was observed to be broken. Lens removal from the cartridge was attempted; however, the lens could not be removed without damaging the lens. The complaint issue "iol torn" was not identified during product evaluation. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Based on the complaint investigation results, the product was released within specifications. Complaint history review: a search of complaints related to this production order (po) was performed. The search revealed five (5) additional complaints were received. These complaint issues reported are not related; therefore, no escalations are required. Conclusion: based on the investigation, no malfunction or product deficiency was identified. Correct data: in review it was noticed the the following verbiage was inadvertently not included in the initial MDR report; therefore, it has been captured in this supplemental MDR report accordingly: section h6: health effect - impact code: 2199 (hs-incomplete treatment & pt-treatment not required / not reported) all pertinent information available to johnson & johnson surgical vision, inc., has been submitted.